Event description:
The customer reported via phone call that she changed the battery and the insulin pump cleared all the settings. The customer's insulin pump was requesting that she rewind and restart. The customer's blood glucose was 122 mg/dl. The customer had also received the unexpected restart alarm. While troubleshooting and reviewing the alarm history of the insulin pump, the customer also received the external ram crc error alarm. The customer was advised to monitor the insulin pump and call back if issues recurred. The customer was informed the device would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.